Manufacturer narrative:
Six sealed trays of marcaine-bupivacaine ampules (lot number 3318794) were returned for investigation. Visual inspection of six of the ampules from the returned trays found no visible non-conformities. The drug liquid was found to be clear (colorless) with no particulates visible inside the vials. Review of the device history record and incoming records found no discrepancies or anomalies relevant to the complaint. Assay testing, which was performed by the supplier prior to release of the lot found that the reported lot was within specification. Review of the sterilization certificate for the reported lot number revealed that the product was processed according to validated specification requirements and parameters. Smiths medical monitors supplied drug components stability post ethylene oxide sterilization throughout their expiry. Records find that the supplied drug components continue to meet potency specification. Investigation was unable to confirm the reported issue and found that the devices operated as intended.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® spinal anesthesia tray was used for intrathecal anesthesia for a cesarian section when the patient had inadequate anesthesia. It was observed that the spinal needle had cerebral spinal fluid (csf) flow and 0.75% bupivacaine was injected. It was noted that there was csf aspiration at the end of the injection. The patient was observed to have "1-2 levels of anesthesia" in the abdomen and was able to move her lower extremities. The patient was converted to general anesthesia due to the event. No permanent injury was reported.